Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture cannot be confirmed. In addition, the patient¿s advanced age (86) and a bicuspid aortic valve with moderate calcification may have contributed to the annular rupture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference mfg. Report no. 2015691-2018-05126.

Event description:
The patient died from a complication of an annular rupture during a transfemoral deployment of a sapien 3 29mm valve. The delivery system was inserted with success using a buddy balloon. The valve passed across the native annulus and was deployed with nominal volume and landed 80:20 aortic/ventricular. The patient´s blood pressure dropped and annular hematoma was seen by echo (toe). CPR was initiated and a chest drain was inserted. The blood was re-perfused via the femoral esheath. The patient went back into sinus rhythm but bleeding continued. A decision was made to transfer the patient for post management care. The patient expired 1 hour post procedure. The native annulus diameter measured an area of 610mm2 by CT. The native annulus was moderately calcified. There was no ventricular septal hypertrophy. There was mild mitral annular calcification (mac). In addition, per report the patient¿s femoral abdominal was a very calcified and tortuous.

Manufacturer narrative:
Reference CAPA-20-00141.